Manufacturer narrative:
Device manufacture date: may-10-2007, june-29-2007. A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Visual examination of the returned skyline cam tightener shaft noted that the fracture was located at the driver¿s distal tip, the second half of the tip was not provided with the part. Optical images of the fractured surface reveal plastic torsional deformation at the trilobes of the instrument, indicative of a torsional overload. This suggests the driver underwent a quasi-static torsional shear failure. No material defects or other abnormalities were observed in this analysis. Review of the device history record found no discrepancies. Product was released accomplishing all quality requirements. A review of the complaint trend analysis was performed and no systemic trend was identified as a result of the analysis. The root cause of the cam tightener shaft tip becoming broken cannot positively be determined. However, the fracture analysis suggests the driver underwent a quasi-static torsional shear failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon who has used skyline for many years was torquing the skyline cam tightener on the screws and noticed the tip of the shaft broke off in the cam. He retrieved the broken portion and continued with the case.